Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic patient reported that they were implanted with the trial lead for two weeks on her left side starting on (B)(6) 2018 and when they went in to see the health care profession (hcp) at the end of the trial, they found out that the patient had a fever and infection at the trial lead. The hcp stapled her wound on the left side and let her heal before the permanent system was later implanted on the right side implant site and issue was resolved. No further complications were noted or anticipated refer to (B)(4) for details pertaining to related event. Lack of effect.